Manufacturer narrative:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an "internal battery" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. The power management board was returned to the philips investigation lab (pil) for evaluation. The system error log was reviewed, and the system error was confirmed. Pil tested the power management board and was not able to reproduce the same error that was found in the error log. The power management board was examined, and no visual defects were found. The power management board was tested and both batteries showed sign of charging. Pil confirmed that they could not determine the underlying issue for the failure that was found by service. Pil concluded the power management board was functioning as designed.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an "internal battery" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. Additional findings not related to the malfunction/issue were the detachable battery, pollen filter, exhaust fan assembly, 43-micron filter were proactively replaced on the device. After replacing the parts on the system, the repair test and running test, battery and valve checks, and a cleaning of the device were performed. The device was found to be operational.